Event description:
The following has been reported: fresenius kabi internal testing has revealed that when the bolus duration minimum is calculated to be above one hour the minimum is set to one hour. The resulting rate may be above a care profile limit. The rate is displayed on the infusion screen before the bolus infusion is started. Further investigation was performed. When the bolus dose volume is greater than the care profile hard rate maximum, the resulting arithmetic for determining whether to annunciate a guidance alert yields a value greater than 3600 seconds, which is then incorrectly set to the duration limit of 59:59 (3599 seconds). As a result there is no below minimum duration alert generated when the clinician confirms a duration of 59:59. Based on this, the clinician can confirm a bolus duration of 59 min and 59 sec and the flow rate is calculated as volume / duration yielding a value above the defined care profile hard max rate. Example: bolus dose volume = 400 ml, care profile max flow rate = 300 ml/hr, results in a minimum duration of 4800 seconds (greater than 1hr). The clinician is able to enter and confirm a duration of 59 min and 59 sec (3599s), which is below 4800 seconds, without seeing a below minimum duration alert. The lvp then calculates the flow rate as 400 ml / 3599 seconds = 400 ml/hr, which is above the care profile hard max rate.this results in the ability of the clinician to confirm and start a bolus delivery flow rate in excess of the configured care profile maximum, which may result in an overinfusion condition. The issue was resolved in version 5.8 of the software. No new complaints related to this failure mode have been reported since the software update. Fresenius kabi submitted a retrospective 806 package to the FDA communicating that the issue was addressed by the 5.8 sw version update; this was assigned recall# z-1283-2024. Fresenius kabi has also performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.